Event description:
In 2009, the pt was implanted with a gore tag thoracic endoprosthesis to treat a traumatic injury. Two days later, a reintervention occurred to repair infolding of the gore tag device. An additional gore tag device was implanted. The pt is in stable condition.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Further investigation is in process. Attempts to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.